Event description:
It was reported that the device does not recognize cassette. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information provided. E1: facility name (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was worn. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing could not duplicate the customer's reported issue. The pump recognizes the cassette correctly. The investigation was not able to determine the cause of the reported issue. No further action will be taken.